Event description:
It was reported that the customer experienced elevated blood glucose levels (516 mg/dl). Customer went to the emergency room and was treated through intravenous insulin. Customer was not admitted to the hospital. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product was returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.